Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the sheath assembly was missing when received. Kinks were observed in the sheath assembly at the femoral marker to the distal tip housing. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2014-04066 and 2134265-2014-04158. It was reported that automatic pullback failure occurred. During an intravascular ultrasonography, an atlantis¿ sr pro was used to a 70 percent stenosed lesion located at the left main artery. The doctor attempted to use the catheter to diagnose the lesion, normal image had shown, however there was no response when the pullback button was clicked. They closed and restarted the system but when they pressed the imaging button no response occurred. So the doctor diagnosed that the connection of the catheter had a problem. The doctor changed another catheter and restarted the system, but the system could not be restarted and imaging could not be performed. The procedure could not be completed due to this event. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-04066 and 2134265-2014-04158. It was reported that automatic pullback failure occurred. During an intravascular ultrasonography, an atlantis sr pro was used to a 70 percent stenosed lesion located at the left main artery. The doctor attempted to use the catheter to diagnose the lesion, normal image had shown, however, there was no response when the pullback button was clicked. They closed and restarted the system but when they pressed the imaging button no response occurred. So the doctor diagnosed that the connection of the catheter had a problem. The doctor changed another catheter and restarted the system, but the system could not be restarted and imaging could not be performed. The procedure could not be completed due to this event. No patient complications reported and the patient's condition is stable.